Event description:
An origen 13fr dual lumen catheter lot #k17389 was used for the initiation of extracorporeal membrane oxygenation support. As the run continued, the catheter appeared to become undone at the hub where it is inserted in the patient. When decannulated, the catheter was saved and the hub was inspected to find exposed wires and the "sleeve" of the catheter becoming undone. Origen biomedical (B)(6) 2015 - (B)(6) 2015. Used continuously with ECMO. Dates of use: (B)(6) 2015 - (B)(6) 2015.